Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however was unable to be turned on. Reportedly, the battery was very low prior to the shutdown. Customer reported blood glucose level was 297 (mg/dl). Customer stated a manual injection would be delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found (recessed usb port pins).